Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a red crack on the image. An adhesive rubber glue crack was also observed on the bundle part of the image guide. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, no image on the evis exera ii ultrasonic bronchofibervideoscope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to the initial report: the device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no problem was detected. Olympus will continue to monitor field performance for this device.